Event description:
The customer reported via phone call indicating that the insulin pump had a motor error alarm. Customer's blood glucose was unknown mg/dl. The customer was advise to disontinue use of the device and rever to a back up plan. Customer was advised that the device would be replaced and agreed to return product for analysis.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Pump had minor scratched display window.